Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed deep vein thrombosis (dvt) at the site of figure 8 stitch. The patient was hospitalized. No further patient complications have been reported as a result of this event.